Manufacturer narrative:
On (B)(6) 2019, it was noticed the following was erroneously omitted from the previously submitted mrn 1645337-2019-20496: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample some creases were observed in the both aspects and area of shell abrasion was observed in the posterior view. Within shell abrasion and crease a tear was observed, measurement approximately less than 0.1 cm. Shell abrasion and crease suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation with mentor memorygel breast implant 375cc and experienced bilateral breast pain, and lymphadenopathy and a rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 380cc, catalog# shpx380, serial# (B)(4) (left), serial# (B)(4) (right) on (B)(6) 2019. This report is for the right side device. This report contains supplemental information for mentor psr reference number (B)(4).